Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.